Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) via a healthcare professional (hcp) on 2018-apr-05. The rep indicated that on (B)(6)2018, one of the two leads migrated off of the occipital nerve. The issue was not yet resolved but the patient was noted to be alive with no injury. Surgical intervention was planned but it has not been scheduled. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for cervical/neck and spinal pain. Information was reported that the patient's stimulator was turned on at their follow up appointment. The left side of the lead the patient felt in right shoulder. The patient was sent for an x-ray and the lead migrated down. The patient is scheduled for surgical consult today and the office will notify the rep of the revision. No further complications were reported. No additional patient symptoms were reported.